Event description:
It was reported that during a neurovascular case the physician was using an aristotle 18 guidewire when the tip of the guidewire broke off. The physician deployed a snare to retrieve the distal portion of the guidewire. The wire was removed safely with no reported adverse impact to the patient.